Event description:
It was reported by service report that one of the casters was broken. It was further reported that the footend was drifting down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty nuts in lift motor.